Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps (fbf) instrument for failure analysis investigation. The instrument was analyzed, and the instrument could not be replicated nor confirmed. Failure analysis could not verify the custom reported event. The instrument was tested on an in-house system. The instrument passed the recognition and the engagement tests. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. Conductor wire damage was observed. Additional observation(s) not reported by site: the instrument was found to have a broken grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8 mm fenestrated bipolar forceps (fbf) instrument had a breaking of the energy cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was not related to insufficient, delayed or no sealing. The cut function was activation but it was not able to cut the tissue. The vessel sealer worked and there were no errors. There was an audible sound while sealing. The tissue effect was observed during the sealing cycle. The tissue was never fully cut. The mesentery was the target tissue. There was no bleeding observed. The instrument is available for return. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the email was referring to the vessel sealer instrument. In a separate email, it refers to the fenestrated bipolar forceps instrument.

Event description:
Refer to h11 for follow-up information.